Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the physician found the spring wire guide kinked prior to patient use. No patient involvement with the device was reported.

Event description:
It was reported the physician found the spring wire guide kinked prior to patient use. No patient involvement with the device was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened arterial kit for analysis. No definite signs of use were observed. Visual inspection revealed that the guide wire contained one major kink towards the distal end. This kink prevented the guide wire from being able to deploy out of the guide wire tubing. Microscopic examination confirmed the damage. Dimensional analysis of the guide wire could not be performed as it could not be removed from the tubing due to the damage. The inner diameter of the needle cannula measured 0.017" , which is within specifications of 0.0165-0.0180" per cannula graphic. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." Due to the kinking, the guide wire could not be advanced through the cannula. Therefore, a lab inventory guide wire was inserted through the proximal end. Minor resistance was encountered throughout the guide wire, which is an indicator that adhesive residue is likely inside the cannula. Despite this, the guide wire was able to pass completely through the cannula. A device history record review was performed, with no relevant findings identified. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The complaint is confirmed as resistance was found between the guide wire and needle cannula. Visual analysis revealed that the guide wire contained one kink towards the distal end. This issue was investigated under a CAPA which indicated a manufacturing root cause. The relevant lots within the reported kit were manufactured (august 2022), which is prior to the implementation of the corrective action ((B)(6) 2022).